Event description:
It was reported that during the implant attempt, the left ventricular lead could not be pulled back through the catheter. The lead and catheter were removed. A new lead was successfully implanted.

Manufacturer narrative:
Lead analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.